Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v and the lens was stuck in the cartridge. The contact stated the haptic tore off while advancing. The lens was not implanted and there was no cartridge pt contact or injury. It was stated the aq cartridge fp was used, but the lot number was unk. Contact could not recall the model and lot numbers of the injector used.